Event description:
Customer reports that the tube kinked causing peak airway pressures to increase and spo2 to decline on a patient. The reporter confirmed that reintubation/ recannulation of a replacement tube was required.